Event description:
Was checking the balloon on the cuff of a brand new out of the package bivona neonatal flextend trach-cuff and noticed that it was defective-did not inflate circumferentially. One side did not inflate at all and the item will be given to nursing management.